Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0y8gr, product type: lead. (B)(4).

Event description:
The representative noted the bent stylet was used and the removal of stylet seemed a little difficult for the physician. Blood in lead proximal lumen and the lead was replaced. Additional information received 4 days later indicated that it was during intra-operative. The trouble shooting performed related to the blood in the lead and bent stylet, indicated that they tried to stop the bleeding with gauze but the lead continued to have blood flow out of the tip. The cause of the event was unknown. There was no symptom reported. A follow-up report will be sent if additional information becomes available. The indications for use for this patient were urinary dysfunction/sacral nerve stim bowel dysfunction/sacral nerv stim fecal incontinence gastrointestinal/ pelvic floor. This event was also reported under manufacturer report # 2649622-2016-00299.

Manufacturer narrative:
(B)(4) applies to this event.